Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? Yes. No patient involvement. Facility name was truncated; full facility name is (B)(6) hospital (B)(6) medical center. During troubleshooting, service found scorch marks on the rv1-2 antenna. Service determined the syringe assy (part number 7-77650-08) leaked onto the lls antenna, rv 1-2 and stat (part number 7-78595-02) causing the part to short circuit and causing the issue. Both the lls antenna, rv 1-2 and stat and syringe assy were replaced resolving the issue. The 2021 ul certification memo was reviewed and indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning odor , smoke and scorching observed, was limited to lls antenna, rv 1-2 and stat (part number 7-78595-02); the burning odor, smoke and scorching did not spread to other parts of the module. A review of historical data did not find a product issue related to the complaint incident. A review of tracking and trending did not identify any trends for the complaint issue. Labelling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the lls antenna, rv 1-2 and stat (part number 7-78595-02), syringe assy (part number 7-77650-08) or the architect i2000sr serial number (B)(4) was identified.

Event description:
The customer reported an error code (7106 temperature controller board response is invalid). Upon further examination by a field service representative (fsr), visible smoke and evidence of overheating (burn mark) was observed from the rv1-2 antenna. No injuries were reported. No impact to patient management was reported.